Manufacturer narrative:
Subject device inspection as noted in section describe event or problems, the device nozzle found with an unidentified blockage protruding from the outlet pipe, the blockage appears to be a blue plastic like material. A comprehensive leakage check was completed, the device was not found to be leaking . A full technical evaluation was completed in accordance with the original equipment manufacturer specification (OEM) specification. The following defects were identified: outlet pipe condition - blocked - failed (not to specification). Air channel ¿ volume - blocked - failed (not to specification). Water flow - not to specification - failed (not to specification). Water removal - not to specification - failed - (not to specification). Water channel ¿ volume - blocked - failed - (not to specification). Technical evaluation has identified the air water nozzle is obstructed. The blockage present in the air / water nozzle, which was identified during initial inspection at regional repair center (rrc) olympus southend, appears to be a blue plastic type material. Based on device evaluation, service repair noted the item (foreign material) did not originate from the olympus endoscope. A minor repair is required to return the instrument to the OEM specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset return (loaner ) initial inspection with no complaint received from the customer, inspection found foreign debris was protruding from the air/water nozzle. The issue found during reprocessing. No harm was reported. No patient involvement. No user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.